Manufacturer narrative:
The name of the initial reporter is unknown, but an additional contact was provided; (B)(6). The medwatch form was received from cvs with the patient identifier (B)(4).

Event description:
Information was received indicating that a smiths medical cadd ms3 ambulatory infusion pump was malfunctioning. There was no alarm, but the message on the screen had the words "call" and "failure". The infusion was life sustaining, the patient was able to use a backup pump and there were no reported adverse events.